Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in june 2003. Aneurysm morphology is unk. The iliac vessels were reported to be tortuous and constricted with an unk level of calcification. It is unk if balloon angioplasty was performed on the stent graft during implant. It was reported that in 2003 the pt presented to the ER with a cold right leg. Angiography was performed and demonstrated occlusion of the right contralateral limb from the hypogastric artery to the contralateral gate of the contralateral limb was noted in the common iliac artery. A kink was also noted in the contralateral limb at the site of the stenosis. "It was reported that a thrombectomy was performed, a stent was placed in the area of the kink and treatment of the occlusion was successful. The pt is reported to be doing fine and no additional clinical sequelae were reported.